Event description:
This event is reported as: the weld spot broke off the applier during a cardiac procedure and fell into the pt. The foreign material was retrieved.

Manufacturer narrative:
The catalog number and lot number are unk. The customer will not return applier for evaluation. If additional info is received, a follow up report will be submitted.